Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump had hardware low level failure alarm. Customer was able to clear alarm and able to complete rewind the insulin pump. Customer was performed self test and test did not pass. Customer reported that the insulin pump had a blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer remove the battery and states insert battery alarm did not display on the insulin pump screen. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated display returned after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement self test and displacement test. No blank display noted during testing. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. Device received with normal operating currents. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in device history due to broken trace at pin on keypad assembly.